Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during da vinci assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 1 patient clearance was not working. Tse reviewed logs and noted 25745 errors in the logs, tse advised hard cycling psc when clinically possible. Customer stated that this has been an ongoing issue. The procedure was completed with no reported injury.